Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned product confirmed the product was fractured. It was also noted there were scratches and general wear on the returned surface indicative of use. The returned product was sent to sem for additional analysis and noted that small pieces and a metallic bushing have broken off the anterior side. In addition to the fractures, the damage was observed to the anterior edges of both condyles, to the interior of the slot on the anterior portion of the trial, and to the interior ridges of the slot that mate with the ridges of the metal bushing. The trial and the small pieces showed fractures consistent with brittle failure (a ¿snap¿) between the two small pieces, and tensile failure (pulling apart) between each small piece and its mating surface on the trial part. Breakage of the item appears to be due to overloading. Item is re-usable and breakage was in a thin section of the item subject to interaction with other items during the surgical procedure; possibly repeated bending during use had weakened that area of the item. The instrument has been in the field for approximately 4 years 10 months. It is unknown how many times this device had been used during that time. No medical records were provided. Based on the information available, the root cause can be determined as normal wear during the instrument¿s field life. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial trial was missing a plastic piece. The trial fractured while extracting. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.